Manufacturer narrative:
(B)(4). Device was not returned for evaluation. Additional information was requested and the following was obtained: the fault that occurred was the distal end of the clip not closing fully when the device was used to clip the cystic duct. The surgeon noticed a small gap and then used another companies alternate product to clip this structure and continue with the procedure. There was no further delay in the procedure and there were no adverse patient outcomes reported.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the hospital reports that the device was faulty. A competitor¿s device was used to complete the procedure. Further information to be forwarded. There were no adverse consequences for the patient reported. One device was discarded.